Event description:
It was reported by the patient that he was experienced high blood glucose levels due the pump has dropped causing it to break so they were not able to get their normal amount of insulin and was treated with manual injection on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.